Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage. The breakaway washer was present, uncut and there were staples present in the device. No battery was received. In an attempt to perform the functional test, the test battery could not be inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. The event described could not be confirmed as no noise issues were noted and the device was received unfired. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. Upon review of the file it was determined that this file does not meet the FDA criteria for a reportable malfunction file. This file will be a not reportable us FDA file. B1, h1.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. Additional information was requested, and the following was obtained: was there any difficulty when inserting the battery into the echelon circular powered stapler? No any difficult to insert the battery. If the battery was able to be inserted, did the backlight illuminate? No. If the backlight illuminated, was the trigger able to be compressed to initiate firing? The backlight did not illuminate. Did the device activate? Just a few moment, the device stopped before the staple firing. If the device activated, did the green checkmark illuminate after firing? No. At what point in the firing sequence did the device stop? Were the staples deployed? Was the washer cut? Was the knife exposed? The customer said, the device didn¿t get enough power for firing. So did not get any process after press the trigger. Did the battery remain securely inserted when the firing sequence stopped? Yes, they insert the battery as normal. Were any attempts made to reinstall/remove the battery from the device after the device was removed from the patient? Yes, they had try to reinstall the battery once. Were there any issues removing the battery? No. How the procedure was completed? They change to use the manual gun. Was there any additional surgical or medical intervention required associated with the difficulties experienced with the device? No. They didn¿t fire this device due to no power. Was the patient's post-op care altered in anyway as the result of the difficulties with the device? No.

Manufacturer narrative:
(B)(4), date sent: 9/20/2023. Additional information was requested, and the following was obtained: 1. Could you please provide more details for cdh25p "no power after firing"? The customer said that when they press the firing trigger, the motor just operate few moment (not for the all process). 2. Could you please clarify if the indicator window was turned on? Yes, the tissue thickness indicator was in the green area. 3. Could you please clarify if device was able to activate? Yes, but just for few moment, not for the full process. 4. If yes, could you please clarify if the firing speed was affected? Yes, the firing speed was sounds not normal. 5. Could you please clarify if the when the device was triggered a motor sound was heard? Yes, but the sound heard like very weak and till the device stop.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch # 291c19. A manufacturing record evaluation was performed for the finished device batch number 291c19, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was no power after firing the trigger. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for cdh25p "no power after firing"? Could you please clarify if the indicator window was turned on? Could you please clarify if device was able to activate? If yes, could you please clarify if the firing speed was affected? Could you please clarify if the when the device was triggered a motor sound was heard? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.